Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory pcb and gui pcb. The unit passed extended self testing.